Event description:
It was reported, the pt's permanent procedure was abandoned as a result of the inability, after multiple attempts, to implant the scs lead due to the pt's anatomy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.